Event description:
The patient had a vt storm and had at least one aborted shock due to possible high voltage circuit damage and low hv lead impedance. Lead insulation damages were suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.